Event description:
This x-ray system's x-ray tube was not working during an invasive pt procedure.

Manufacturer narrative:
Conclusions - the investigation found the kvma controller could not detect small or large focus of the x-ray tube. The replacement of component ((B)(4), unit dig. Kvma control) resolved the problem. The failure rate of this component is low and therefore there is no structural problem. There is no required mandatory field action.